Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform stapler 60 instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed but did not replicate the customer reported complaint. Failure analysis found the primary failure of functional test failed- engagement failure to be related to the reported complaint. The instrument was recognized but found to have engagement failure based on log review and was not replicated during in-house testing. A review of logs showed 7 engagement error codes 22020 with p3=537919482, indicating roll axis hardstop check failed. The instrument was placed and driven on an in-house system. The instrument passed recognition and engagement tests 3 out of attempts. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The stapler initialized, clamped, fired, and unclamped without any issues. The root cause is due to main bushing binding. Failure analysis found the secondary failure of main bushing binding to be related to the reported complaint. The instrument was found to have main bushing binding, likely causing the engagement failure. The roll gear and the main bushing was found to have high friction and was unable to rotate properly. Investigation has identified the roll bushing is out of spec (ID too small) that is likely causing increased roll friction. The root cause is attributed to manufacturing. No image or video clip for the reported event was submitted for review. A review of the instrument log was performed. Per the review, the sureform stapler 60 instrument (part # 480460-09 / lot # l10220803 0450) was last used on (B)(6) 2022 on system (B)(4) for a gastric bypass procedure. The instrument is a single use instrument. This event is reportable due to the following: it was reported that during a da vinci-assisted surgical procedure, sureform stapler 60 was not recognized after multiple fires. Although the procedure was completed with a laparoscopic stapler instrument, it is unknown if a port incision was increased during surgery in order to utilize the third-party instrument. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, a sureform stapler 60 instrument was used for about 4 fires without issue and then it experienced recognition issues. The drape was repositioned multiple times and a different load was used without success. The surgeon became impatient, and a new device was opened and used without a problem. This has been happening multiple times. The site converted to laparoscopic surgery. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed successfully. The procedure was converted to a laparoscopic stapler, as the robotic stapler stopped working because of known engagement failure and due to back order of items. The customer had no more robotic staplers in stock and had to use a laparoscopic stapler, which successfully worked. The procedure was completed robotically, and the stapler was returned for credit, as this was part of a lot of staplers with known issues, which were not known until after the fact. The customer could not answer the question about increasing the ports. It was possible the port was increased, due to having to place a non-wristed laparoscopic stapler instrument.